Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the thumb press and stopper were found detached from the bd ultra-fine¿ insulin syringe plunger before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the thumb press and stopper were detached from the plunger."

Manufacturer narrative:
Investigation summary: customer returned a photo of a 3/10cc syringe. Customer states that the thumb press and stopper were detached from the plunger. The photo was examined and exhibited the stopper separated from the plunger rod. The plunger rod exhibited a broken plunger rod tip which could cause the stopper to separate from the plunger rod. No damage to the thumb press was observed. Unable to perform DHR check for thumb press broken and stopper separates due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken plunger tip). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (broken thumb press). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root cause for this is a machine jam.

Event description:
It was reported that the thumb press and stopper were found detached from the bd ultra-fine¿ insulin syringe plunger before use. The following information was provided by the initial reporter, translated from japanese to english: "the thumb press and stopper were detached from the plunger."